Event description:
It was reported that (1) device was used during a laparoscopic donor nephrectomy. It was reported by the rep that the er320 clips were not forming correctly and/or were not staying securely on the vessels. Another device was used to complete the case. There was no consequence to the pt.